Event description:
It was reported that the lead exhibited intermittent ventricular capture. Impedances were 395 ohms bipolar and 225 ohms unipolar, slightly lower than implant values the day before. The lead was repositioned from right ventricular outflow tract to right ventricular apex, after which impedance increased and capture was consistent.

Manufacturer narrative:
Na